Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: va1afpn, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-sep-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient noticed intermittent shocking sensation vaginally and in her groin when she was getting ready for bed earlier this week. She also observed an upset stomach as well as chest palpitations with an elevated blood pressure. Patient also mentioned that the device has not been managing her over active bladder or fecal incontinence symptoms. The was no reported of interferences. Impedance check revealed one lead combo to be < 4000 ohms and one lead combo to be >50 ohms. The patient had her husband turn the device off and her symptoms subsided. The doctor has ordered an a/p and lateral x-ray on the patient to check for lead migration. The patient has opted to keep the interstim off until after x-ray when she will decide if she wants the device explanted or a lead replacement. Additional information received on 2019-apr-19 indicated the only thing they knew was that the x-ray revealed the lead to be deeper than normal which may have caused the issue. The doctor and patient are considering doing a lead replacement vs lead explant. In the meanwhile, the patient was going to leave the device off. There was no surgical intervention. There were no further symptoms or complications reported or anticipated.